Manufacturer narrative:
The reported complaints of loss of capture, reduced r-wave amplitude, high defibrillation impedance, and high pacing impedance were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, output and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that high defibrillation impedance and reduced r-wave amplitude were noted on the device. Additionally, loss of capture was noted on the device resulting in dizziness. Diagnostic imaging was performed and no anomaly was observed. Abbott technical support was contacted, session records were reviewed, and high pacing impedance was also noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.